Manufacturer narrative:
Per (B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner and 2 screws after 4 weeks due to infection.

Manufacturer narrative:
Per -5003 final report: additional information including post primary and pre revision x-rays, operative notes, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. All parts associated with these records were cleaned, packaged and sterilised to the correct specifications at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported infection could not be determined, however, infection is a known complication with any invasive surgery. Therefore, this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner and 2 screws after 4 weeks due to infection.